Manufacturer narrative:
D10 h3, h6 the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided images found two images of the anchor attached to the distal end of the device. No sutures are seen in the images. One image shows product labels, but the image quality is too poor to confirm the product identification information. No signs of physical damage or deformation can be seen in either image. A visual inspection of the returned device found that it was not returned in its original packaging. No sutures were received with the device. The anchor is attached to the distal end of the device. There is debris on the anchor and the shaft of the device. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during shoulder rotator cuff repair, the footprint ultra anchor got pulled out from the bone hole when the shaft was removed, the detached piece was retrieved with suction. The surgical technique had to be changed. A non-significant delay (less or equal to 30min) was reported. Patient was not harmed as consequence of this problem.